Event description:
A talent stent graft system was implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology at the time of implant were not reported. It was reported that there was stent graft migration which created an endoleak resulting in an increase in the aneurysm sac size; however, there was no visible endoleak. Treatment with an aortic cuff was performed approx 3 weeks ago. The pt had post procedure deep vein thrombosis and is alive. No add'l info was provided and no additional clinical sequelae were reported.

Manufacturer narrative:
No films or operative reports were provided, vessel morphology was not reported, unk cause of migration.